Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient inquired about MRI compatibility. Patient said when they had tried to connect to their implant before they were getting a code, that their battery was at 0% and needed assistance accessing MRI mode. Helped patient connect external devices to ins. When connecting to ins, patient received por code. Patient said they first saw this code probably/maybe 3 weeks ago and said it's been a while. Patient said they charged their implant early last week, maybe a week to a week and a half ago. Patient also said their device was turned off for their heart transplant surgery 2.5 months ago and was directed to keep their therapy off for 90 days after surgery. Patient was able to dismiss message and successfully access MRI mode and view eligibility. Reviewed MRI guidelines and charging ins for MRI. Patient will charge ins.  Unknown hcp also reported that patient had a massive heart attack and had a pacemaker implanted. Hcp did not know if the heart attack was related to the implant, reported patient believes it was related to the covid shot. Additional information was received on (B)(6) 2023 patient called back in response to a voicemail. Confirmed patient was able to put device in MRI mode. Patient having a head MRI for symptoms related to a car accident. The patient mentioned medical history. This included patient mentioned they have been at the clinic 4-5 days if not more doing biopsies, blood work, heart biopsies, nutrition, pain management due to surgery. Patient said they have high anxiety and claustrophobia. Patient said 3 weeks ago they got hit by a car and that caused neck trauma so they have been seeing a chiropractor. Patient mentioned they had covid.